Event description:
End user reports while operating the motorized wheelchair to a pedestrian crosswalk, he was struck by a motor vehicle as he crossed the street with the light. As a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while operating the power wheelchair in a pedestrian crosswalk.